Event description:
It was reported during the device evaluation that the subject device exhibited an image where it was upside down due to damaged outer tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: image to be upside down due to damaged outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.